Event description:
Patient further reported "inflammatory process."

Manufacturer narrative:
(B)(4). The reported events seroma-late and capsular contracture baker grade unknown are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma-late.

Event description:
Patient reported right side "pain, itching and formats increasingly squares and scattered" and "presence of fluids." The event of "ca of the right breast" is not device related. Healthcare professional later reported right side is "encapsulated." Device has been explanted.